Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
The pt experienced drainage at the device pocket. Unspecified perioperative antibiotics were administered. The device system was removed due to infection; the pt did not have meningitis. The pt was treated with unspecified oral antibiotics and the infection resolved.